Manufacturer narrative:
This device is used for treatment, not diagnosis. The azur system is intended to reduce or block the rate of blood flow in vessels of the peripheral vasculature. It is intended for use in the interventional radiologic management of arteriovenous malformations, arteriovenous fistulae, aneurysms, and other lesions of the peripheral vasculature. Per the instructions for use: potential complications include, but are not limited to: hematoma at the site of entry, vessel/aneurysm perforation, unintended parent artery occlusion, incomplete filling, vascular thrombosis, hemorrhage, ischemia, vasospasm, edema, coil migration or misplacement, premature or difficult coil detachment, clot formation, revascularization, post-embolization syndrome, and neurological deficits including stroke and possibly death. The device involved in this event has been evaluated. The complaint could not be confirmed as the coil was within specification and attached to the delivery pusher. However, the delivery pusher had a portion of the polyimide coating delaminated from the delivery pusher that may have been an attributing factor. We cannot determine what initiated the delamination. Reference (B)(4). Missing information from this report is identified as a blank, unknown and as no information (ni); this information was not provided in the reported event or available at the time of report submission.

Event description:
The customer reported that during the embolization treatment of an artery, the coil was reported to break. A gooseneck snare was used to retrieve the broken portion successfully. The patient was reported in satisfactory condition.. No harm or injury was reported.